Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure observed during analysis. Final analysis found that only a partial lead was returned. An external abrasion was noted breaching the insulation at 7.1 cm to 7.2 cm from the proximal end. The abrasion was consistent with exposure to constant friction against another implantable device.